Event description:
It was reported that an aseptico endo dtc motor made a clicking sound and possibly caused two files to separate.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report; and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was returned to the physical manufacturer for evaluation and repair, though results are not available as of this report. Evaluation results will be submitted as they become available. Please reference report numbers 2320721-2007-00014 and 2320721-2007-00015 for documentation of the event is it pertains to the file separations.